Event description:
It was reported that the patient underwent surgery for one level tlif with posterior fixation at l4-5. Patient had previous fusion at t1-l2. Sometime post-op both screws at l5 were broken and the patient underwent a revision surgery replacing the fractured screws with larger diameter screws. The patient was reported to be active and participated in kickboxing.

Manufacturer narrative:
One screw was reportedly given to the patient and one screw was returned to medtronic for evaluation. Visual examination determined that the screw failure is consistent with bending fatigue and/or overload. Polished surfaces indicate the screws may have been broken in-situ some time prior to removal. A review of the device history records found no documentation to indicate a non-conformance to specification.